Manufacturer narrative:
Note: the product reference (B)(4) in not cleared for us market, but a similar product - vena tech lp filter, (B)(4)is cleared under the (B)(4). Investigation results: batch history review: the manufacturing file of the batch involved in this event was reviewed. It is compliant with the specifications and no abnormality was detected. No other complaint was reported on this batch of vena cava filters. Investigation: x-rays pictures taken just after filter release show: - the filter is placed at the correct level, l2/l3 in the ivc. - no opening of the filter, neither the head or the bottom end just after release. - no filter movement despite the filter being completely closed. - no entanglement of the filter arms is seen. X-rays pictures after implantation of the temporary filter show: - filter position unchanged. - filter still closed. X-rays pictures taken the following day after re-intervention with guidewire show: - filter is perfectly deployed and correctly position in the ivc. - all the filter arms appeared to be in contact with the wall of the ivc. - no entanglement of the filter arms is seen. These observations allow us to conclude that there was no product failure because - after reintervention, the filter could be properly deployed - only an external element could hold the filter totally closed in this manner. Conclusion: after manipulations, the filter has opened correctly. No manufacturing defect is apparent. The filter deployment seems to have been prevented by a fibrin sheath or possible placement in a thrombus. The IFU specify to check tha patency of the ivc before placement. This rare event is not directly imputable to the device; no corrective action is envisaged. Product implanted into patient body.

Event description:
Filter did not deploy after release. A temporary filter was placed to capture the venatech lp filter. Attemps were made to poke the filter and it finally deployed.